Manufacturer narrative:
Cine image review: the procedural images provided for review show a deployed stent that appears to be damaged and fractured. The images confirm the fracture. (B)(4).

Event description:
The physician implanted an assurant cobalt stent. The device had been removed from packaging per IFU and inspected with no issues noted. Device was prepped per the IFU with no issues identified. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent fractured during celiac torso angioplasty. The fracture was reported to have been caused by compression of the arched ligament. It was necessary to use another assurant cobalt stent (8x30) to successfully complete the procedure. The patient's medical condition of dunbar syndrome was referenced as relevant to the event. The patient is doing well without complications.